Manufacturer narrative:
The portion of the device returned to davol for eval included the retrieval loop, which was completely intact. The separation occurred below the retrieval loop, near where the loop component is attached to the inflation tube. The loop and the section of inflation tube were matched up and examined microscopically. Visual examination detected no fragmentation or stress marks on the ends of the loop or the inflation tube connector in the area of the separation. The separation on the complaint was clean, which suggests that the complaint sample may have been cut. Every device undergoes a retrieval loop verification to ensure compliance with specs. This is achieved by performing a hanging weight test which subjects the loop component and inflation tube joint to forces three times the typical pulling force encountered during this type of surgical procedure. A review of mfg records was performed and no discrepancies were found. At this time we are unable to conclusively determine what led to the condition of the device as if was received. However, it appears that it may have been damaged/cut by the gore suture passer which has an "extremely sharp" needle according to the warnings section of that product's IFU, or may have been damaged by another device during the procedure.

Event description:
Based on info reported by a davol sales rep on (B)(6) 2012, the surgeon was performing a lap ventral hernia repair with ventralight st with echo, which consists of a mesh and a removable inflation positioning system. During the procedure, a grasper was used to grab the tube and lift it up, so he could use a gore suture passer to grasp the retrieval loop. He grabbed the top of the retrieval loop with the suture passer and while pulling it and the tube through the fascia, the tube fell back into the pt. The surgeon did not realize at that time the retrieval loop had disconnected, so he opened the suture passer and inadvertently dropped the retrieval loop into the subcutaneous tissue. The suture passer was used to grab the tube and pull that out of the abdomen. The surgeon increased size of the existing incision a few centimeters to place his finger in there; the wound was explored, and the retrieval loop was retrieved. The surgeon completed the procedure by implanting the mesh component of the device. The procedure time was lengthened approx 15-20 minutes. The surgeon said that he did not believe he cut any part of the tube or loop while trying to retrieve it.